Event description:
It was reported that during a cardiac ablation procedure, bubble formation occurred when aspirating and flushing the sheath.  Despite slow aspiration, a significant amount of bubbles was aspirated, preventing a clean aspiration without bubbles. It was decided to proceed without continuous irrigation of the flexcath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012667497 was returned and analyzed. Visual inspection of the handle identified a kink at the side port tube. Functional testing was performed; no anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. Pressure testing was conducted. Verification testing confirmed that the tubing continued to allow fluid flow and that the device functions as intended. The relevant sub-assembly inspection and tests were performed. No anomaly was discovered. In conclusion, the sheath failed the returned product inspection due to a side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.